Manufacturer narrative:
Manufacturer's investigation conclusion: serial number requested, no response received. The reported vent of a backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 34 days (19aug2021 to 22sep2021 per the timestamp). A backup battery fault alarm coincided with a yellow wrench advisory alarm and intermittently activated from (B)(6) 2021 at 12:32 to 19:15 due to a load test failure. Replace controller alarm coincided with yellow wrench advisory alarm and intermittently activated from (B)(6) 2021 at 06:42 to (B)(6) 2021 at 10:25 due to an ebb test circuit failure. The alarms did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section -¿alarms and troubleshooting¿ and heartmate ii patient handbook section -¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace system controller, yellow wrench advisory, and backup battery fault. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number requested, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported backup battery fault alarms starting on (B)(6) 2021. Review of the log files showed backup battery fault alarms on (B)(6) 2021 and (B)(6) 2021; and interrogation in clinic showed a controller fault alarm. There were also yellow wrench alarms starting on (B)(6) 2021, but not enough information was provided to determine the cause of those alarms. Per technical services, it was thought to be related to the backup battery faults. Additionally, the log files showed unsustained power and flow elevations on (B)(6) 2021 as well as (B)(6) 2021. Technical services recommended to reseat the system controller backup battery and, if the alarms continued, to potentially switch out the backup battery or the system controller.